Event description:
It was reported that while setting up for a breast biopsy, the holster was giving blue cable error codes (no specific codes noted). Another holster was used to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis site confirmed the blue seals were causing poor connection to the control module causing the customer complaint of blue cable errors. To correct the issue the analysis site removed the blue seals from the lemo connectors. The device history record has been reviewed and has passed qa inspection.